Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. Additional information indicated that fluoroscopy confirmed that this lead pulled back and exhibited increased thresholds and low sensing issue. This lead was repositioned. This lead remains in service. No additional adverse patient effects were reported.